Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a farapulse procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath was selected for use. During preparation of the sheath when uploading the tubing, bubbles were observed trapped inside the plastic tubing flushing line attached to the faradrive device, which could not be removed through purging and were not present upon opening the package. The physician was reportedly sure after different purge and aspiration that bubble was inside plastic and not inside tubing. The issue was noted during plug of tubing for irrigation (after retracting the dilator and guidewire from the faradrive sheath in the left atrium). The original device was used for the procedure, and no patient complications occurred. No air seen in the patient. The sheath is not expected to be returned as it was retained by the customer.